Event description:
A patient had undergone an l5-s1 discectomy. It was a routine procedure with no problems. Epidural steroids and oral steroids were administered prior to surgery. The pt had taken neurontin and vioxx before and after surgery. The surgeon reported that the pt began experienceing paraesthesias (including upper limbs) and "vague allergy symptioms" immediately after surgery. The patient's symptioms" immediately after surgery. The patient's sysmptoms were itching, urticaria, and paresthesia in four extermities. The surgeon could not remember the exact amount of adcon-l applied but commented; "it was a good amount". No products were co-administered to the surgical site. The surgeon stated that this is not an infection, and suspects these symptoms represent an allergy to porcine collagen, or to other medications. As of a conversation with the surgeon on 1/17/2001, the pt is no longer taking neurontin and vioxx. As of a conversation with the surgeon on 1/19/2001, the pt still had the same symptoms of paresthesia (it is not known to gilatech whether the symptoms of itching and urticaria were still present.